Event description:
S [situation]- palacos gent pro80 cement system failure. B [background]- total knee bilateral procedure under way and while cst [certified surgical technologist] is preparing cement the system failed deploy completely into the mixing chamber with cement powder. A [assessment]- defective item/ system/ product- mixing direction followed. R [recommendation]- removed from sterile set up/ field; reported to charge rn and materials services.